Manufacturer narrative:
(B)(4). Investigation completed and product evaluated:the returned meter and test strips(5 samples) did meet all the testing performance. The product is functioning properly as intended. Most likely underlying root cause of malfunction:user's test strips had a poor storage (kitchen).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 160 mg/dl. The customer feels well and did not report any symptoms. The product is not stored according to specification,customer stores the product in the kitchen. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 08/24/2017 and open vial date is approximately one month. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 160 mg/dl. The customer feels well and did not report any symptoms. The product is not stored according to specification,customer stores the product in the kitchen. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 08/24/2017 and open vial date is approximately one month. The meter memory was reviewed for previous test result history: (B)(6).